Manufacturer narrative:
Additional narrative: this MDR is for patient 1 and is the parent MDR. Please refer to MDR number 2249852-2025-00046 for patient 2.

Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding patient status, patient outcome or the event will be provided. This complaint is for duramatrix onlay plus. No product item number or lot number was specified. Patient 1: adverse event diagnosis: infected subdural collection. The patient experienced a postoperative cerebrospinal fluid (csf) culture positive for cutibacterium acnes, which was treated with antibiotics and resolved within days. Reference article: mekonnen, m., hovis, g., mahgerefteh, n., chandla, a., malkhasyan, y., zhang, a. B., & yang, I. (2023). A case series of duramatrix-onlay® plus in cranial surgery is associated with a low complication profile. Brain tumor research and treatment, 11(2), 94-100. Https://doi.org/10.14791/btrt.2023.0021 1593438.